Manufacturer narrative:
Based on the nature of this product, we are unable to provide the complete unique identifier (UDI) and other product specific information.

Event description:
It was reported that there was non-target radiation exposure, requiring additional intervention. Planning angiogram was done with cone-beam computed tomography (CT) prior to the administration procedure. Tcmaa (technetium 99m macroaggregated albumin) was only injected into the renal artery, so the CT looked only at the supply from the tumor branches that arose from the renal artery directly. On (B)(6) 2025, the patient underwent therasphere administration to treat a renal cell carcinoma (rcc) tumor in the kidney. In addition to the two renal artery branches, the patient also had a small capsular artery branch that was supplying the tumor that was not identified during the planning angiogram. This artery had a circuitous path, and at the time of therasphere administration, it wasn't recognized that it was passing through and supplying blood to the proximal ureter before continuing on to the tumor. Therasphere microspheres were delivered into this artery, and some embedded in the proximal ureter. On (B)(6) 2026, the patient presented for follow-up, and it was discovered that the microspheres lead to edema and narrowing on the proximal ureter. Although the patient was well and had no symptoms, his renal function had declined, with his glomerular filtration rate (gfr) going from the mid 40's down to 25. The decline in gfr had several potential contributing factors, including new hypertension, mild hydronephrosis, and thrombosis in a small renal artery branch along the area of therapy may have compromised some of the blood flow to portion of the normal kidney. On (B)(6) 2026, the patient underwent an additional procedure to place 2 6f non-boston scientific ureteric stents to optimize flow of urine around the probable narrowing to attempt to improve the patients renal function. No further information was provided to boston scientific regarding the efficacy of the stents in improving renal function.